Event description:
During review of programming history, it was noted that an interrupted diagnostic test resulted in a change in device settings. The settings were not corrected at the time of the event. No adverse events have been reported as a result of this.

Manufacturer narrative:
Review of programming history.